Event description:
While wearing the external equipment, the pt reportedly experienced no sound perception. External equipment was exchanged and programming adjustments were made. Testing performed confirmed that the device was no longer functioning. Surgery to explant the patient's device is to be scheduled.